Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from a level that was displayed as ¿low¿; however, a specific value was not provided to 50 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 560 mg/dl, with moderate ketones. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the ER with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.